Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their devices never really worked for them. They also said the implanted device has been in for "9 or 10 years and neither of the devices that are implanted are working". As a result of what was reported, a healthcare provider (hcp) listing was sent to them. No patient symptoms were reported and no further complications have been reported as a result of this event.